Manufacturer narrative:
Additional: d10. Outer coil damage was noted at 21.0 cm to 22.2 cm from the connector pin consistent with clavicle crush damage. All the outer coil filars were found broken at 22.2 cm from the connector pin. Inner insulation damage was noted at 22.1 cm to 22.6 cm from the connector pin consistent with clavicle crush damage. All the inner coil filars were found broken at 23.0 cm from the connector pin.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker generator change procedure, the patient's right ventricular lead fractured and broke into multiple pieces when the physician was freeing the generator from the leads. Some of the lead was explanted while a portion of the existing lead was abandoned and left implanted. All lead information from previous interrogation was within normal limits. The patient was stable.